Manufacturer narrative:
A ge service representative performed an on site investigation. The cine pedal contacts and cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that cine function was intermittently not working. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death.